Event description:
It was reported that no threshold could be measured. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found high impedance measurements due to fractured rv cables inside the strain relief coil at the rv leg.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.